Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, damage on the video cable connector was confirmed. It is likely that the reported suggested malfunction occurred due to damage on the video cable connector. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. Upon powering the device, color bars were seen for a few seconds and then the screen went black. The issue was detected before an unknown diagnostic procedure. There were no reports of patient harm.